Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had off no power anomaly. Customer's blood glucose at time of incident was unknown. Customer stated that pump does not turn on. Customer stated that pump turns off even with new battery. The customer was advised to discontinue use of the device.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact with a test battery cap, device was received with failed battery test alarm due to corroded battery tube. Unable to verify off no power anomaly due to failed battery test alarm. Device had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.